Manufacturer narrative:
Additional information:evaluation summary: this report is based on information provided by medtronic investigation personnel. The product sample was not returned to the medtronic laboratory; however, log gfh files was provided by the customer for analysis. Based on the graphs the sample did not meet specification. The customer reported the capsule was swallowed after synchronization and then the light-emitting diode (led) flashed in orange. The reported condition was confirmed. The investigation found that the capsule stop transmitting after 20 frames and data recorder lost the capsule signal. The investigation identified the cause of the reported event to be product doesn't transmit. The instructions for use (IFU) states: led's blinks in yellow/orange every 5 seconds, that mean recorder has stopped receiving capsule signals for more than 5 seconds. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was swallowed after synchronization and then the light-emitting diode (led) flashed in orange. The real time viewer did not start, and when the recorder and sensor were replaced and when they attempted synchronization, it still failed. The capsule has not been discharged yet and the repeat procedure has been postponed. There was no patient and user harm.